Event description:
Initial perclose a-t 6 fr training. Unable to deploy devices x2 (no flow through marker lumen). Pt developed pain and poor color. Vital signs stable. Pt to CT scan to rule retroperitoneal bleed and admitted overnight. Ruled out retroperitoneal bleed, identified hematoma." Upon further query, received the following add'l info: the physician attmepted to close the arteriotomy with two perclose a-t (the closer ak) devices. The physician reported that a kink occurred at the distal guide on both of the devices. The physicians believes the kinks were the causes for not being able to achieve mark. The arteriotomy was then closed with angioseal. Following the procedure, the pt complained of pain "up high and the right side." A CT scan was performed to rule out a retroperitoneal bleed. The CT scan was neagative for a retroperitoneal bleed, but was positive for a "small" hematoma. The exact size in unknown. It is also unknown exactly when the hematoma developed during the procedure. It was reported that the artery was an "easy stick." The pt was admitted to the hospital for two days for observation. The pain did resolve. There was no intervention to the hematoma. The pt was discharged without further adverse sequlae.